Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used in the esophagus during an esophageal balloon dilation procedure to treat esophageal stenosis performed on (B)(6) 2025. During the procedure, a stenosis dilation was performed and successfully dilated it to 15mm as planned, however, the attempt to increase the pressure to dilate it up to 18mm was unsuccessful. The procedure was completed with the original device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of a balloon pinhole when used in the esophagus. Please see block h11 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable investigation result of balloon pinhole used in the esophagus. Block h11: investigation results: the returned cre pro gi wireguided dilatation balloon was analyzed, and a visual inspection found no damages to the device. Functional inspection was performed, and the balloon was able to be inflated without any problem; however, it was not able to hold the pressure due to it had a pinhole in the balloon which produces a failure to inflate, located approximately at 85 mm from the tip of the device. Microscopic inspection confirmed the balloon pinhole. No other problems with the device were noted. The results of the analysis performed on the returned device found that the balloon had a pinhole located approximately at 85 mm from the tip of the device, which leads to the reported failure to inflate. The pinhole found is likely to have occurred due to procedural factors such as excess of pressure or interaction with other devices. Also, it is possible that interaction with a sharp surface during or previous to the procedure, could have caused the problem found on the balloon. Therefore, the most probable root cause is an adverse event related to procedure.